Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer tried with manual bolus, however her blood glucose was running high. The next morning her blood glucose was still high up to 399 mg/dl at breakfast even after fasting overnight. The customer's blood glucose was 410 mg/dl at the time of the incident. The customer's current blood glucose was 271 mg/dl. The customer treated high blood glucose with manual injections. The product was not returned for analysis.